Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. During procedure, the set screw on the pacemaker would not come out. After multiple attempts, the screw was able to come out and the lead was able to be removed. The patient was stable throughout the event.